Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system had a charger failed error at boot up. This error will prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.